Manufacturer narrative:
The reported event that the ¿tip of the bone reduction forcept fractured off¿ could be confirmed. The visual inspection confirmed that the tip of one arm has broken off. The grabbing teeth located at the inner side of the forceps show strong deformations. Furthermore, the inner side reveals a crack near the fracture area. The fracture surface shows an intercrystalline forced rupture due to a bending overload. The DHR review as well as the performed hardness measurement confirmed that the device was manufactured according to specification. Based on alignment of the deformations and the crack on the inner side as well as the type of the fracture surface, the root cause of the breakage can be tied to a user related issue when strong bending forces were applied to the arms of the device, most likely by excessively trying to close the forceps. Indications for any manufacturing, material or design related problems were not determined in the investigation.

Event description:
It was reported by the company representative that during a medical procedure, the tip of the bone reduction forcep fractured off. The piece was recovered, and the surgery was completed successfully.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during a medical procedure, the tip of the bone reduction forcep fractured off. The piece was recovered, and the surgery was completed successfully.